Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer treated high blood glucose level with manual injection. Insulin pump had insulin flow blocked alarm and it was resolved by complete set change. Customer reported infusion set had bent cannula. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.